Event description:
It was reported that during an unrelated hospital visit, undersensing and a loss of capture was observed on the atrial lead. A chest x-ray revealed that the lead had dislodged. The lead remained implanted; no patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.